Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise. Noise episodes were noted since nov 2017. Pacing was noted rarely. No patient symptoms were reported. The noise was reproducible. Impedance and threshold were within normal range. Programming changes were made. The patient will continue to be followed.

Manufacturer narrative:
Additional information: patient weight.